Event description:
Pt complained of warmth between thighs during abdominal MRI scan. Assessed at time, with no redness or burns noted by tech. Proceeded with final two sequences of mr study. No further complaints of warmth or pain. Upon return to pt's room, pt had visible four translucent blisters on posterior, inner thighs. Blisters appeared symmetrical, two on each thigh, approx 1/4 x 1/2 inch.